Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.5 and 3.9 (tests done in mins apart with a different finger). Pt self tester had a hard time obtaining a good sample for the first test; had an easier time for the second test. Therapeutic range: 2-3. Pt self tester does have bruising, however, it is nothing unusual. Pt states that she is in her (B)(6) and is always bumping into things.

Manufacturer narrative:
Investigation pending.